Manufacturer narrative:
For this event, manufacturer¿s reports were sent on the implantable neurostimulator (ins) and both implantable leads. See manufacturer¿s report # 3004209178-2016-03519 for the implantable neurostimulator (ins). Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) battery was off for a year. When checking the ins with the patient programmer, there was "poor communication" on the patient programmer with and without the antenna attached. Additional information received from the consumer reported that the patient had an appointment on (B)(6) 2016 with the manufacturer representative at the healthcare professional's office. The manufacturer representative interrogated the ins and determined that the lead was loose based on the findings from the interrogation. It was also reported that the ins was dead. The healthcare professional was waiting for insurance approval before proceeding with surgery to fix/address the lead/ins issues. Additional information received from the manufacturer representative reported that the ins battery was at end of service (eos). In addition, it was clarified that the lead issue was that the leads were "impeded" a fter checking the impedances. There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain.